Event description:
It was reported to medtronic neurosurgery that during the procedure, the physician considered that the connection between the peritoneal catheter and the valve was loose. According to the report, the doctor used another device to complete the surgery. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The valve was patent and met the requirements for siphon, reflux, pre-implantation, and pressure-flow testing. The device did not meet the requirements for leak testing due to a tear in the bottom membrane of the delta chamber. It is unknown how or when this damage occurred. There was proteinaceous and crystalline debris noted on the exterior of the device. The returned valve was found to have fit the catheter appropriately. The connection was not found to be loose. Therefore, the condition of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the instructions for use that accompany the device state that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance¿. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).